Manufacturer narrative:
The sodium electrode expiration date was not provided. The cobas ise module serial number was (B)(6). The calibration and qc were acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas 8000 cobas ise module. Initial result: 129 mmol/l. The initial result did not match the patient's previous results, and the customer noticed a trend of lower results, prompting the repeat of the sample after calibration was performed. Repeat result: 136 mmol/l. The repeat result was deemed to be correct. Reportedly, an amended report with the correct result was issued.

Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The preanalytical analysis revealed that the patient sample was hemolyzed. The field service engineer checked the instrument and found no cause for the issue. He verified that the instrument was performing within specifications. He replaced the degassers, the sipper, and the vacuum nozzle. A hardware check, calibration, and qc were performed, and they were within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.